Event description:
Reported by pt as "I reported to my dr, I was having some gas like pains, he tried to do a fill but couldn't so he ordered x-rays. The x-rays showed my dr there was a break in the tubing of my lap-band". Follow up findings; surgeon's office confirmed "port tubing detached".